Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Detailed battery analysis determined that a latent current leakage path had occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device visited the clinic and reported having difficulties connecting the communicator to this implantable cardioverter defibrillator (ICD). The health care professional (hcp) attempted to interrogate the device, however, was unsuccessful. Technical services (ts) was contacted for troubleshooting assistance. Troubleshooting efforts were unsuccessful as there was no telemetry or magnetic response. Ts recommended for the device to be replaced. Subsequently, a replacement procedure was performed, this ICD was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. This device is expected to return for analysis. Additional information was received that reported that the ICD was explanted due to being unable to interrogate due to possible sudden battery depletion. The ICD was replaced with a new device successfully. No additional adverse patient effects were reported. This device was returned to facility awaiting analysis.

Event description:
It was reported that the patient with this pacemaker visited the clinic and reported having difficulties connecting the communicator to this implantable cardioverter defibrillator (ICD). The health care professional (hcp) attempted to interrogate the device, however, was unsuccessful. Technical services (ts) was contacted for troubleshooting assistance. Troubleshooting efforts were unsuccessful as there was no telemetry or magnetic response. Ts recommended for the device to be replaced. Subsequently, a replacement procedure was performed, this ICD was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. This device is expected to return for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device visited the clinic and reported having difficulties connecting the communicator to this implantable cardioverter defibrillator (ICD). The health care professional (hcp) attempted to interrogate the device, however, was unsuccessful. Technical services (ts) was contacted for troubleshooting assistance. Troubleshooting efforts were unsuccessful as there was no telemetry or magnetic response. Ts recommended for the device to be replaced. Subsequently, a replacement procedure was performed, this ICD was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. This device is expected to return for analysis. Additional information was received that reported that the ICD was explanted due to being unable to interrogate due to possible sudden battery depletion. The ICD was replaced with a new device successfully. No additional adverse patient effects were reported. This device was returned to facility awaiting analysis.